Manufacturer narrative:
(B)(4). The customer¿s report of a disconnection was not confirmed. Visual inspection observed the distal smartsite port was broken; the female luer adapter was missing and its piston sticking out of the y-site clear body. Further visual inspection observed the expected engagement area of the female luer adapter and y-site clear body components were broken and uneven with whitish markings on top of the y-site clear body which is indicative of stress. The damaged y-site's female luer adapter was not received for inspection. No other damages or issues were observed with the rest of the set's components. The mated product was not returned for investigation. Testing was performed in an attempt to replicate the reported disconnection. Although there was damage observed on the set, a lab extension set was manually attached to the received set's distal luer; no separation or any issues were observed. Further testing was performed by attaching a lab pressure gauge to the distal end of the lab extension set and clamping the tubing just below the damaged port of the received set and increasing the pressure up to 30psi; no separation or any issues were also observed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was experiencing IV tubing "popping off" disconnection from the PICC and leaked onto the pillow. No patient harm was reported.